Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and other manufacturer right ventricular (rv) lead had episodes of noise that were oversensed causing pacing inhibition periods approximately three seconds. Boston scientific technical services (ts) discussed the rv was already programmed less sensitive than our nominals, so someone has already tried to program around this. Recommended performing isometrics and programming the sensitivity even lower. Additional information was requested. No adverse patient effects were reported.

Event description:
Additional information was received that the field representative saw the patient and reprogrammed the sensitivity to try and mitigate the issue. No further details were known.